Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the user facility's biomedical engineer, while testing the level sensor alarm on the test reservoir's thin wall, the alarm would not automatically reset. The sensor was changed to the alert port on the level module and re-testing was executed. The error message still did not clear. He concluded that the sensor was faulty and replaced the alarm level sensor.

Event description:
The user facility's biomedical engineer reported that during preventative maintenance (pm) of the device, the level sensor would not stop alarming. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the level sensor to have acceptable verification/release testing results when attached to a lab use only (luo) reservoir. The was no observation of the sensor alarming and no false alarms were logged for approximately 05:01 hours. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.